Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis confirmed the depleted battery which caused a no-telemetry condition. When the device was powered by an external supply, the system current drain measured nominally. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. The battery was forwarded for further analysis. There were three openings found along the top edge of the anode separator enclosure adjacent the exposed cathode material and the cathode tab. There was lithium (li) material protruding from the openings which touched the cathode tab and most likely the exposed cathode material. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode tab adjacent the anode separator openings.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(6) 2015 02:15:02. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) less than three months after recommended replacement time (rrt) triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.